Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message" was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. Based on the archive data review, the root cause for the ua19 error was due to the load plate detecting too much weight being applied on the platform, most likely due to an object that is too heavy or stiff for the autopulse platform to perform compressions. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform passed the run-in test for 20 minutes using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Unable to duplicate the customer reported ua19 error during the testing. The archive data review showed occurrence of multiple ua19 error messages around the reported event date. The load plate detected too much weight being applied exceeds 270 lbs/123 kg. The lrtf produces between 535 and 592 units of force on the load cells. The standard fixture produces between 282 and 329 units of force on the load cells. The ua19 failures found in the data archive were triggered by a force of between 746 and 886. This indicates that the ua19 error was triggered by something too heavy or stiff for the autopulse to handle. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform passed the final testing without any fault or error.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message after performing 10 minutes of compressions. No patient involvement.